Event description:
The patient reported that they have a lot of power transmissions near their home and are wondering if it could cause their implantable neurostimulator (ins) to shut off. It was stated that since (B)(6) 2016 or mar they have a return of symptoms, and when they go to check the programmer it shows that the ins is off. Indication for implant is urinary dysfunction/sacral nerve stimulation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.